Event description:
It was reported that the impedance decreased from 700 ohms bipolar to 278 ohms bipolar. The lead was removed from service. No patient complications were reported as a result of this event.